Event description:
It was reported the customer was hospitalized due to a diabetic ketoacidosis cause was not known. Bg value was not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. Hospital visits due to dka.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.